Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The device manufacture date is not available without the device lot number.

Event description:
Caller reported that on (B)(6) 2013 at 9:15 the patient took 50 units of lantus, which is 45 minutes earlier than normal. The softclix device would not fire and the patient was unable to test his blood glucose. At 9:30pm the patient was twitching, slurring his words, and then had a seizure. She called paramedics and the patient was treated with seizure medication (type unknown) and sugar water. The patient was not taken to the hospital and felt better 30-45 minute later. Requested return of suspect device and replacement was sent.